Event description:
Additional information received reported that the patient had no symptoms or side effects from the interrogation. The implantable pulse generator (ipg) was replaced and the old one would be sent in. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had a self-inflicted gunshot wound about 1 inch above the implantable neurostimulator (ins). The ins was no longer able to be interrogated and they were planning on replacing the ins on (B)(6) 2015. They were prepared to replace the extension if necessary as well.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v947057, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found the ins can was dented.